Event description:
It was reported that the retrieval sheath was not able to fully capture the filter basket. A 190 cm filterwire ez was selected for use. During the procedure, it was noted that the filter would not retract into the sleeve and the retrieval sheath was not able to fully capture the filter basket. The device was removed intact from the patient and the procedure was completed successfully. No patient complications were reported.